Manufacturer narrative:
Date of event added.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided. A copy of the customer's medwatch report was received from the FDA stating, "five additional IV extensions sets with broken clamp given to turn over to clinical engineering. Facility continues to have issues with blue slide clamp on extension cracking when used. Additionally, it was reported to me that anesthesiologists are reporting difficulty taping extension tubing in place as the tubing is too rigid this is resulting in tubing getting caught on things and ivs actually or potentially being pulled out."

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported that the slide clamp on the extension set breaks. The broken clamp does not prevent flow, therefore, the nurses continue to infuse with the set. Although requested there was no other information provided.